Event description:
Procedure: gynecology. According to the reporter: after insertion of the (B)(4) pedi port during a laparoscopic gyn procedure on (B)(6) 2015 it was reported that the surgeon noticed that a portion of the (B)(4) pediport had come away from the port body and was observed inside the patient's abdomen. During the procedure, the surgeon used 3 x (B)(4) pediport cannula throughout the case. (Ref: (B)(4) lot: p1f0416 expiry date 2016-06) it was reported that the plastic stem on two of the ports cracked and a portion of the port fell of the port into the patient's abdominal cavity. The plastic was reported to have been retrieved by the surgeon. The surgical time was not extended by more than 30 minutes. The patient is physically well. Aging to return 6. Was the device reprocessed or re-sterilized prior to use? No.

Manufacturer narrative:
Account discarded the devices.

Manufacturer narrative:
(B)(4).